Event description:
A malfunction on the pump was reported by the caller. The issue caused the customer's blood glucose level to exceed 500 mg/dl; however, the specific value shown was "high." The customer addressed the high blood glucose using a correction injection via multiple daily injections. Technical support provided information on resetting the pump and assisted the caller in doing so, after which no recurring malfunction code was reported. It was concluded that the customer could continue using the pump and should call back if any issues arise.